Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. The lot history record review was not possible as the lot number was not reported. (B)(4). Same event as MDR# 2029214-2015-00542.

Event description:
Medtronic (covidien) received the information regarding an incident with one of its devices. During the procedure, it was reported that there was leakage of onyx at the " second mark" of the catheter. The catheter was removed and another device was used to complete the procedure. No patient injury was reported as a result of the procedure.